Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2010, doctor advised pt to raise his coumadin dose for 2 days.

Manufacturer narrative:
Investigation pending.